Event description:
It was reported to philips that the device fails testing. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) found the etco2 and nibp needed calibration. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the etco2 and nibp needed calibration. They were calibrated by the fse. The device passed testing and was put back into service.